Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with 80% stenosis, moderate calcification and moderate tortuosity. The 4.0x30mm viatrac plus balloon dilatation catheter (bdc) was unable to pass through the lesion. When preparing to adjust the guide wire, it was found that there was a hole in the catheter at the tip of the balloon, and the guide wire passed through the hole of the tip of the balloon. Another same size viatrac balloon was used and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported tear/hole in the tip was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported failure to advance and tear/hole in the tip appear to be related to operational context. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the guide wire was inadvertently mishandled during initial advancement/placement such that it punctured through the tip of the device, resulting in the noted hole/tear and subsequently contributed to the reported failure to advance. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # updated from 3092061 to 3062261.